Event description:
During a cataract surgery, an intraocular lens (iol) was opened to the field for implantation. When the scrub tech opened the iol housing, the lens was noted to be broken. A different lens of the same size/style was opened and implanted without issue. The broken iol was never in contact with the patient.